Event description:
Customer called on (B)(6) 2011 stating that qc had failed for several tests and the cartridge cup (cc) reagent probe b was leaking on their unicel dxc 600i synchron access clinical system. Customer stated that he was wearing proper personal equipment at the time of the incident and that customer did not come into physical contact with the spill. Customer noted that he had cleaned and disposed of the spill in accordance with their policies and procedures. Customer technical support (cts) had instructed customer to rerun all samples for cc chemistry back to the last good qc run before incident occurred. Customer stated that no erroneous patient results were generated or reported out of the lab. Cts had also instructed customer to cease use of the cc side of the instrument until repairs are complete and performance verified. Field service engineer (fse) visited on (B)(6) 2011 and found that the hv 4-4 valve was causing the leak. Fse proceeded to replace hv 4-4 valve and t-valve and verified repair per established procedures.

Manufacturer narrative:
Bec identifier for this report is (B)(4).